Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) channel of the device. No intervention was performed and the patient was stable and will continue to be monitored.